Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: an f/g,promus element,mr,ous 3.50x38mm stent delivery system (sds) was returned for analysis. The stent was separated from the sds and was not returned. The balloon was reviewed and there was no stent on the balloon. The balloon folds were evident but they were slightly relaxed slightly relaxed. Crimp markings were evident on the balloon. It did not appear that the balloon had been subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified right coronary artery (rca). Following pre-dilation, a 3.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/ separated.